Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v972376, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension.

Event description:
Additional information received from a health care professional (hcp) reported the patient's deep brain stimulator (dbs) leads and extension were removed due to infection in (B)(6) of 2012. The implantable neurostimulator (ins) was left implanted for potential future use.

Event description:
It was reported there was an infection when the patient was initially implanted. Health care provider was wondering whether the patient should be pre-medicated with antibiotics prior to colonoscopy. Additional information has been requested, but was not available as of the date of this report.